Manufacturer narrative:
Additional narrative:this complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
During decontamiantion process of a new kit , the spring of the spacer block has jumped. The spring was not found.

Manufacturer narrative:
Care needs to be used when assembling these connections, as damage may occur resulting in the type of failure seen here. However, there is insufficient information supplied with this complaint to determine whether sufficient care was or was not taken. The failure of the device did not cause any delay to surgery. A complaints search identified previous complaints received however due to no patient harm or delay to surgery has been encountered no further actions have been identified. It should also be noted that this issue will be further monitored in post market surveillance the complaint shall be closed with an undetermined conclusion and entered into the complaints database and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further